Manufacturer narrative:
The device returned date was estimated. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
The alert of the centrimag system on the (B)(6) 2007 indicated a decrease in pump performance. After the re-start of the system, the full functionality of the pump could be achieved. The loss in blood pressure of the patient was in an acceptable range and didn¿t cause an increase of the dose of the drugs for the circulatory support. Based on medical judgement the patient didn¿t suffer any harm due to the alert and short-term malfunction of the system. The duration of treatment didn¿t have to be prolonged. The swap of the assist device [centrimag to impella] was not caused by the incident. It happened several days later electively based on medical indication. This event was previously not reported due to backup system being available. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.